Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while outside of a procedure, the imaging system displayed that the system was booting and would not progress past the prompt. Restarting the imaging system did not restore functionality. The imaging system was restarted with the viewing station disconnected which restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.